Event description:
It was reported that a patient presented with an inflatable penile prosthesis (ipp) that was not working properly. After troubleshooting the device and testing with a syringe, the product still did not work. A hole was identified in the cylinder resulting in fluid loss. The ipp was explanted and replaced with a new ipp. No patient complications reported.